Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of one device. The stapler was received loaded with a pre-fired sulu with an engaged interlock. The sulu was reset, loaded back into the stapler, and applied to the appropriate test media. The unit cycled properly with acceptable staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred pre-operatively. The device was pre-fired. The nurse was unable to join the two halves of the device. A component disengaged, but not into the patient cavity. No patient involved.